Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found to be in fair physical condition. Device underwent functional testing, confirming the reported customer complaint. This was found to be a result of loose parts from pcb in the device; problem source determined to be other. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device is very loud when running and led noted to be broken off. Incident occurred during preventive maintenance; no patient involvement.